Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system was "nursed or jiggled" against resistance, contrary to instructions for use. The attempt to cross was aborted and the stent delivery system was removed into the guiding catheter, contrary to instruction for use, and the stent separated from the delivery system. The stent was successfully retrieved with a snare device from the descending aorta. The pt was sent for surgery for removal of a separated guide wire. The surgery was successfully completed. The stent was used in a pt in an acute myocardial infarction, which the instructions for use state the safety and effectiveness has not been established. No further info was available.